Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
The patient reported that over the last few days swelling occurred between sites #14 and #15 and also have small amounts of puss. The patient is frustrated and hesitant to remove the implant. The clinician advised that the condition is not improving enough to keep the implant and recommended at least to explore and perform debridement. The patient was ok with that but once the implant was exposed, it was notably mobile and infected. Therefore the implant at tooth location #14 was removed and the patient will return in 3 months. Symptoms as a result of the event: abscess.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: explantation date was updated from (B)(6) 2023 to (B)(6) 2023, 'blood thinners' was move from b7. Other relevant history to d10. Concomitant medical products. The following sections are being reported: b4: date of this report was updated. B7. Other relevant history was corrected. D6b. Explantation date was corrected. D10. Concomitant medical products was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: even problem patient codes were added: 4577, 1750. H10: narrative/data was updated. H11: corrected data was updated.

Event description:
No additional information received at the time of this report.